Event description:
It was reported this device shut off during use. The event did not occur during surgery and there was no patient involvement. Evaluation of the device later found that the power cord was burned. Due diligence was completed and all available information has been provided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cart shut off during use; the power inlet module fail (fuses melted into the fuse box and burned the power cable). The power inlet module was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.